Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved int his event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer received several alarms. The customer's blood glucose was 360 mg/dl. The customer also stated the insulin pump alarmed while they were delivering a bolus. The customer was assisted with rewinding the insulin pump. No additional information provided.